Event description:
It was reported the patient had difficulty communicating between the charging system and the ipg, and applying pressure during recharging did alleviated the issue. A replacement charging system did not resolve the issue. The physician met with the patient and it was reported the ipg was in a perpendicular position to the body. The physician planned to undertake surgical intervention to address the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.